Event description:
It was reported that during a rotational atherectomy procedure, a vessel perforation occurred. The lesions being treated were located in the circumflex artery (cx) and the obtuse marginal (om) branch of the cx; the vessel and lesion characteristics are unknown. Initially, the rotalink 1.5mm burr was used to treat the lesion in the cx. Then, an unspecified guide wire was re-directed to the om and 1.5mm burr was advanced across the lesion. Upon the second pass, the 1.5mm burr perforated the om artery and the system stalled. The guide wire and 1.5mm burr were removed. An unspecified guide wire and balloon catheter were placed and the perforation was treated with the balloon inflated for approximately 1-2 minutes. The artery was assessed via fluoro and cardiac echo. No further patient injury or complications were reported. The patient's condition was reported as "ok". Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.